Event description:
Additional information was received from a rep. When prompted on the cause of the issue the rep reports the etiology is "programming /stimulation-due to programming". Rep reiterates the pt was re-programmed on (B)(6) 2024, therapy suspended (B)(6) 2024, and the pt resumed utilizing therapy on (B)(6) 2024. The rep reports the outcome was unresolved with no further action planned on (B)(6) 2024.

Manufacturer narrative:
Section d corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (health care provider [hcp], manufacturer representative [rep] and patient [pt]) regarding a pt with an implantable neurostimulator (ins). Pt reports worsening pain with stimulation and rarely utilizing the device on (B)(6) 2024, a re-programming visit was recommended. Pt's pain significantly improved after turning device off on (B)(6) 2024. Pt was re-programmed on (B)(6) 2024 and resumed utilizing therapy without relief on (B)(6) 2024. No further actions were taken during the (B)(6) 2024 visit. On (B)(6) 2024 pt requesting device explants and has transferred care to another clinic. The event was considered unresolved with no further action planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.